Manufacturer narrative:
Falls, general weakness, not eating well - angina, arrhythmia, death, hypotension, mi, and restenosis are in the IFU, as known events with coronary stenting, not indications of product issues. Patient effects of falls, weakness, and no appetite may be related to health of the patient, side effects of medication or secondary effects of the other patient effects. The arrhythmia/restenosis were treated with poba and other effects were treated with medication, iabp, a temporary pacemaker, defibrillation, and CPR, but the patient died. A conclusive cause for the issues cannot be determined.

Event description:
Reporting status: death. Reporting rationale: myocardial infraction; subsequent death. Device issue: no device malfunction has been reported. It was reported via trial that the index procedure was performed in 2007, with predilatation performed prior to stenting. One xience v stent was placed in the mid rca during the procedure. No procedure complications were reported. In 2008, the patient experienced arrythmia along with fainting with periods of unresponsiveness. A balloon angioplasty was performed on the mid rca due to stenosis, and was treated with amiodarone. The patient then experienced chest pain or angina equivalent, mi, generalized weakness, hypotension, falls and not eating well, all of which was treated with iabp. The symptoms continued and a temporary pacemaker was placed, defibrillation; CPR, iabp; however, the patient died. No additional event or patient information is available.